Event description:
The dealer reported that the legs worked intermittently on the power chair. This issue could prevent the user from obtaining the support for their legs that might be needed for their condition.